Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
While in use and implanted in the patient. The mac-loc came off the drain. The patient had to come back to the facility and have the drain replaced over the wire. No other complications to the patient. A section of the device did not remain inside the patient's body.